Event description:
New info on (B)(6) 2015 indicated that the lead was repositioned. The patient's condition remained stable during and post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the right atrial lead appeared to be sensing the right ventricular signals. A chest x-ray confirmed that the lead had dislodged. The device was reprogrammed to vvi mode. The patient was in stable condition.

Manufacturer narrative:
Please correct the prior supplemental report 2017865-2015-29029 submitted on 11/10/2015 - should have been follow-up 1 rather than follow-up 2.

Event description:
New information indicated that the atrial lead exhibited loss of capture. The device was reprogrammed to achieve capture. The patient would continue to be monitored.

Event description:
New information reported on 10/26/2015 indicated that the lead was successfully repositioned on (B)(6) 2015. The patient's condition remained stable during and post procedure.